Event description:
Hamilton medical ag received the following event description: during ventilation of a patient, the device was showing low o2 alarms and air and oxygen fail and not delivering set oxygen percentage. Upon testing, biomed confirmed that the device was indeed delivering less oxygen than the specified percentage. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Corrected data: fields b3, b4, b5. In the previous follow-up report 1 containing the investigation outcome, fields b3, b4, and b5 were inadvertently completed. As the event date remains unchanged from the initial report, the corresponding field has been left empty in this submission. Additionally, fields b3 and b5 have been adjusted accordingly.

Event description:
Hamilton medical ag received the following event description: during ventilation of a patient, the device was showing low o2 alarms and air and oxygen fail and not delivering set oxygen percentage. Upon testing, biomed confirmed that the device was indeed delivering less oxygen than the specified percentage. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: investigation outcome. It was reported that during ventilation of a patient, the device was showing low o2 alarms and air and oxygen fail and not delivering set oxygen percentage. No harm to the patient was reported. Upon testing, biomed confirmed that the device was indeed delivering less oxygen than the specified percentage. The logfiles were not recived from analysis. However, based on the provided picture it could be seen that the device alarmed with low oxygen and oxygen + air supplies failed. Based on the reported alarms, the most probable root causes include the need for calibration of the oxygen sensor or paramagnetic sensor, a defective oxygen sensor, a defective paramagnetic sensor, or malfunction of the o2 calibration valves. To date, despite several reminder, the manufacturer has not received any additional information or confirmation regarding resolution of the reported issue. Consequently, a definitive root cause cannot be established based on the available information. In the absence of further feedback, hamilton medical ag considers this case closed.

Event description:
Biomed says the device during ventilation was showing low o2 alarms and air and oxygen fail and not delivering set oxygen percentage. Biomed says that during testing of the device it was delivering less o2 than the set percentage. Also, logs could not be sent because usb would not function on the device. Say it works on the other vents. They did send some pics. That's all they could do at the time.